Event description:
Caller reported that they did not observe insulin drops at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Reportedly, the cartridge was reloaded and the fill process repeated to address the issue and insulin delivery was resumed.